Event description:
It was reported by our japanese affiliate, that a patient received a 26mm sapien 3 ultra reslia valve without performing a balloon aortic valvuloplasty (bav). After delivery of the 26mm commander delivery system (ds) into the annulus the ds could not cross the native valve, the patient went into cardiac arrest. Therefore, the device was removed, and a percutaneous cardiopulmonary support (pcps) was introduced to restore hemodynamics. After that, a new device was inserted from the opposite side and the valve was successfully deployed after performing bav. It is medical opinion that pre-existing mitral stenosis and regurgitation also contributed to the hemodynamic collapse.

Manufacturer narrative:
The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the instructions for use (IFU), cardiac arrest, hypotension and cardiogenic shock are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. Patients undergoing the tvr procedure can be non-operative or high risk, have complex medical histories and have multiple co-morbidities. Patient risk factors for hypotension include low ejection fraction, coronary artery disease, congestive heart failure, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate the distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass, insertion of intra-aortic balloon pump, and/or conversion to open surgery is required. Periods of prolonged hypotension can result in cardiogenic shock or cardiac arrest. Cardiac arrest is a sudden loss of cardiac function and occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. It may be caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). These events may be related to the edwards device if it is associated with cardiac tamponade, annular rupture, or other edwards's device-related bleed. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. As a precaution, the training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that the hemodynamic collapse with cardiac arrest may have been related to patient factors (per medical opinion, the preexisting mitral stenosis and regurgitation) in combination with the procedure itself. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Through extensive complaint investigations, inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint for inability to cross native annulus was unable to be confirmed as no device/ imagery was provided for evaluation. Available information suggests that patient factors (narrowed valve) likely contributed to the event as it was reported that the second system was able to cross the valve after performing a bav, suggesting that the first system was unable to cross due to the native valve being too narrow (i.e. Potentially calcified). Patient factors (i.e. Calcification) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during crossing. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.